Manufacturer narrative:
Coding update medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their controller had been acting up and clarified they had the controller replaced last year, but today they had an issue. Patient said this morning while trying to charge the implanted neurostimulator, the controller started "screaming" and made a sound and then got real hot, stopped charging, and the screen went white. Patient then said they reset the controller, but now the controller wouldn't pick up anything when they put the recharger on and the controller wouldn't react when patient took the recharger off their back. Patient also said the controller screen would just say no device found and now software problem (1-intellis, 2-3.6, 3-1545, 4-appmanager. C). The issue was not resolved. A request was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from the patient. The patient called back with the new controller and requested assistance pairing the equipment with their stimulator. The patient was able to initiate the passive recharge mode. Agent reviewed purpose/meaning of passive recharge. The patient stated they could only get up to "10" on the screen. Agent reviewed how the numbers impact the charge. The patient mentioned the stimulator battery may be tilted. Agent redirected to healthcare provider (hcp) to assess implant site.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported receiving a replacement controller that was still not working. Patient reported the implantable neurostimulator (ins) would not charge and stated they spoke with an mdt representative who suspected the issue was with the paddle. Patient stated they entered passive recharge mode but the number on the screen did not increase and remained at "10". Agent had the patient to reset the controller and inspect for recharger cord and pins for visible damage. Patient confirmed no visible damage. Patient stated they already went through passive recharge mode but the numbers are too low. Agent had the patient start charging session. Patient entered passive recharge mode with numbers at 0-0-0, patient tried repositioning the paddle but the numbers stays at 0-0-0. The issue was not resolved. Agent sent a request to repair for replacement recharger. Patient will monitor after replacement. Agent advised the patient if the replacement did not r esolve the issue, they would need to reach out to their doctor for further assessment.